Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the video socket connector was defective, it didn¿t secure the scope video cable since the locker was defective and the software version needed to be upgraded to the latest version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during maintenance, the s-video port had a pin stuck in the back of the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of screw(s) remaining in the device due to loose, broken, and damaged screw(s) could not be identified. Olympus will continue to monitor field performance for this device.